Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the patient's right hip was revised due to pain. A gamma nail was removed and a total hip was implanted. Rep confirmed that no further information is available.